Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure it was noted that the right atrial (ra ) lead showed high pacing thresholds. It was suspected that the ra lead was fractured. The lead was deactivated and will not be returned. No adverse patient effects were reported.